Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner and outer tubing was kinked/buckled; there was outer tubing overlay cosmetic environmental stress cracking; the exposed defibrillation coil had a white substance; there was tissue on the helix; the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the helix disengaged from the helical channel. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that there was a proximal and a defibrillation conductor fracture (overstress); the inner tubing kinked/buckled, the outer insulation was torn, and the lead was damaged at implant. The analyst visually noted: the lead insulation was cut with a scalpel at 49cm to inject alcohol to remove the stylet from the distal coil. The lead is very stretched.

Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the physician had difficulty placing the lead. It was also reported that the physician was unable to remove the lead from the sheath. The lead was not used. A different lead was implanted. The previous right ventricular (rv) lead was returned to the manufacturer after being explanted and was analyzed and tested out of specification. No patient complications have been reported as a result of this event.